Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Physician reported right side ¿did not maintain its original position¿ and implant ¿too high" (not device related). Later healthcare provider reported "right side mild ¿asymmetry¿ and noted the event is ¿not related¿ to the device and the probable cause was noted as ¿result of mastopexy done during breast augmentation". Patient reported "tired" (not device related) and right-side "seroma", "fluid build-up", "swelling in arm and ankle" (not device related), and exchange of textured device due to patient's concern with product. Healthcare provider reported right side rupture as well as exchange from textured to smooth due to concern with the product. The device remains implanted.